Event description:
A report indicated that the home button needed to be pressed strongly for the device to respond. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting as they were out of warranty and in the process of renewal.